Event description:
I recently purchased a prosonic cleansing and exfoliating system from (B)(6) on (B)(6) 2012. I have used the product approx 4-5/weeks. On (B)(6) 2013, I was approx 15 seconds into the scrubbing process. I was holding the exfoliator with my left hand and was scrubbing my left cheek bone and bam. The product exploded in my hand. I immediately dropped the product and had an intense ringing in my left ear that last for approx 30 minutes. I am continuing to have inner ear pain. Upon inspecting the product at a later time, I believe that something blew-up on the inside and forced an explosion that ruptured the rubber exterior buttons to cause the loud explosion. I have researched this on-line and have noticed similar complaints. I have used this product as instructed and did not have it for a lengthy period of time. I believe this product to have a pattern of these explosions. Dates of use: (B)(6) 2012 - (B)(6) 2013.